Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident it was 500 mg/dl, current blood glucose is 266 mg/dl. The customer's blood glucose was 248 mg/dl but this the third or fourth alert blood glucose has been between 250-300 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with bolus with the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).